Event description:
It was reported that the customer's insulin pump was experiencing frequent occlusion alarms. There was no reported adverse impact to the customers blood glucose level. After escalated troubleshooting and a software update that temporarily resolved the issue, it was determined that the pump required replacement as the occlusion issues continued. The customer was willing to use outside injections as necessary and continue using the current pump until a replacement arrived.